Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported that the patient did not recharge their scs ipg per manufacturer recommendation. In turn, the device became inoperable. The patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.